Event description:
It was reported by technical services that a pt was in dwell 1 when she began to have slurred speech. The pt contact stated that she did not believe it was cycler related. The pt was advised to cancel treatment. The pt was transported to the emergency room. The pt was reported to have had a stroke and is currently in rehab.

Manufacturer narrative:
The report is being submitted as part of a system level review. Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of medical record and treatment data review regarding the reported event. Plant investigation is pending. A supplemental report will be submitted upon completion of the investigation: please reference MDR #s: 1713747-2013-99953, 2937457-2013-00229, 8030665-2013-00636.